Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Increased glycaemia [blood glucose increased]. Faulty pen [device defective]. Spring broken [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "increased glycaemia(blood glucose increased)" beginning on (B)(6) 2019, "faulty pen(device defective)" beginning on (B)(6) 2019, "spring broken(device breakage)" beginning on (B)(6) 2019, and concerned a (B)(6) years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy". Patient height, weight was not reported. Dosage regimens: novopen echo: medical history was not provided. Concomitant products included - novorapid(insulin aspart, insulin aspart), lantus(insulin glargine) on (B)(6) 2019, during the night, the patient's diabetes (glycemia) increased above 5 g due to the pen was fault, the spring where the cartridge was mounted was broken. It was reported that the patient had an issue with his pen novopen echo blue (batch number hvgl293) during the night from (B)(6). The pharmacist gave a new pen. The patient went to the emergency room (details: unspecified). Batch numbers: novopen echo: hvgl293-3. Action taken to novopen echo was reported as unknown. The outcome for the event "increased glycaemia(blood glucose increased)" was unknown. The outcome for the event "faulty pen(device defective)" was not reported. The outcome for the event "spring broken(device breakage)" was not reported. Investigational result: name: novopen echo bleu, batch number: hvgl293-3. (B)(4) the electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product no irregularities were detected. The product was found to be normal manufacturer comment: 13-jan-2020: since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). Evaluation summary name: novopen® echo® bleu, batch number: hvgl293-3,(B)(4):the electronic register was checked. No remarks. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product no irregularities were detected. The product was found to be normal.